Manufacturer narrative:
510k: this report is for six (6) unknown 2.7mm diameter screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Date of explant reported as (B)(6) 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal of one (1) locking compression plate (lcp) ulna osteotomy plate 6 holes and six (6) unknown 2.7mm diameter screws on (B)(6) 2018 due to nonunion. The patient underwent an ulna shortening osteotomy and was implanted with the original hardware on (B)(6), 2016. Patient was revised with a synthes 3.5mm locking compression plate (lcp) with bone graft. It was unknown if there was any surgical delay. Surgical procedure was successful and patient outcome was stable. This report is for six (6) unknown 2.7mm diameter screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.